Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The procedure was indicated due to claudication. A small plaque "ledge" was noted in the aorta above the previously implanted unspecified stents. A 18x40/10fr uni plus 100cm stent was implanted in the aorta to "cover the aorta" to prevent dissection. The 18x40/10fr uni plus 100cm stent was considered to be "inserted correctly" and in good position. Two non-bsc covered stents were advanced inside the 2 previously implanted stents. The 2 non-bsc covered stents were inflated and applied pressure to the 18x40/10fr uni plus 100cm stent, causing the stent to "rise up moving 3 to 4 cm forward" where it blocked both renal arteries. The pt was taken to surgery on the same date, the 18x40 uni plus 100cm stent and 2 previously implanted non-bsc stents were removed, and bypass surgery was performed in the same operation. Blood flow was noted to have been restored to the kidneys. No add'l pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.